Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction communication error (b30) and no image was traced to be component failure like electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for evaluation of a separate issue. During testing, a communication error (b30) was observed, and no image was displayed. There was no patient involvement.